Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter does not power on. The medical surveillance specialist (mss) spoke with the patient on (B) (6) 2010 and obtained the following information: the patient tests her blood glucose between four to five times daily. The patient clarified she manages her diabetes with 500mg of metformin and 2.5mg of glyburide. The patient consumes 2 of each of her oral medications in the morning (before breakfast) and in the evening (before dinner). The patient confirmed that the alleged issue began on (B) (6) 2010 at 2pm. The patient corrected the previous report and clarified she did not make any changes to her diabetes regimen after the alleged issue began. On (B) (6) 2010, at an unspecified time after the alleged issue began, the patient claimed she developed symptoms of dizziness, nausea, blurry vision, and sweating (symptoms which she associated as having low blood glucose). Sometime between 3:30pm and 3:45pm (on (B) (6) 2010), the patient clarified she went to the emergency room (ER) and obtained a blood glucose result between ¿45-50mg/dl¿ with the ER¿s meter. The patient was soon after given orange juice and food by a health care professional. After three hours in the ER, the patient stated she was released from the hospital once her blood glucose was stabilized. At the time of troubleshooting, the cca verified that the subject meter did not turn on with the test strip. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.